Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving sufentanil (375 mcg/ml at 179.82 mcg/day), bupivacaine (13.8 mg/ml at 6.67 mg/day), and gabapentin (573 mcg/ml at 274 mcg/day) via an implanted pump in flex dosing mode. It was also noted the pump was used to deliver baclofen 573mcg/ml at 206.38 mcg/day so it is unclear what type of baclofen the pump was used to deliver. The patient reported pain along the catheter. She stated that she had a burning pain in her back around the tip of the catheter that seemed to follow her catheter. She stated that the burning pain got worse with each bolus and standing made it worse. She also stated that she could see her catheter stretching underneath the skin. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was performed. Per the patient, the physician had altered her dose of medication. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. Additional information was received on 20-jan-2022 that reported the patient was complaining of pain along their catheter. There was a connector piece underneath the skin she could feel that was irritating. The environmental, external or patient factors that may have led or contributed to the issue was patient anatomy-she is very thin. The diagnostics or troubleshooting performed was catheter revision was scheduled quickly to resolve the issue. The actions and interventions taken to resolve the issue was a catheter revision. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.